Event description:
The physician attempted arteriotomy closure with a prostar xl 8 fr. Device. When deploying the device a needle miss occurred. Needle backdown was not successful. The device could not be removed and the pt went to surgery. The pt recovered without further incident. No other info is available at this time. The device was discarded by the hosp.